Manufacturer narrative:
H3: code 02 used as analysis of the suspect device is underway.

Event description:
Device was explanted and received by the manufacturer for analysis, analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's device was depleting prematurely. The generator was implanted on (B)(6) 2022 and from (B)(6) 2025 to (B)(6) 2025 there was a rapid depletion from 50-70% to 8-15%. The patient has since been referred for a battery replacement. Internal data from the generator was received and reviewed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 adverse event problem, corrected data: initial report inadvertently coded a0202, c0201 and d02 and should've coded c20 and d1401 instead.